Manufacturer narrative:
(B)(4).

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a scheduled magnetic resonance imaging (MRI), noted the device recorded a charge timeout and long charge time messages. It was reported that the device had delivered shock therapy approximately 5 months ago. Sensing was noted to be flat in primary and small in alternate. An x-ray was taken and showed that the electrode had pulled back. Boston scientific technical services (ts) noted that based on the electrode moving out of position, sensing would be impacted and also noted that the previous delivery of shock therapy may have damaged the device and replacement was recommended. Surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted an anomaly in the header and extensive electrical overstress damage on the ceramic feed through under the header (an indication of a possible arcing event). An x-ray of the device noted the internal plasma fuse had been activated (i.e., was open) which occurs in the presence of a high energy event in an attempt to stop the flow of high energy into the device circuitry. Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed charge timeout and long charge time messages as well as the inability to establish telemetry and no production of tones in the presence of a magnet in the laboratory setting. A field safety notice was delivered to physicians in december 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population. Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a scheduled magnetic resonance imaging (MRI), noted the device recorded a charge timeout and long charge time messages. It was reported that the device had delivered shock therapy approximately 5 months ago. Sensing was noted to be flat in primary and small in alternate. An x-ray was taken and showed that the electrode had pulled back. Boston scientific technical services (ts) noted that based on the electrode moving out of position, sensing would be impacted and also noted that the previous delivery of shock therapy may have damaged the device and replacement was recommended. Surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product was received and analysis was completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Prior to device decontamination, attempts to establish telemetry were unsuccessful; thus, an initial memory download could not be performed. Magnet application did not produce any tones. Visual inspection noted an anomaly in the header and extensive electrical overstress damage on the ceramic feedthrough under the header (an indication of a possible arcing event). An x-ray of the device noted the internal plasma fuse had been activated (i.e., was open) which occurs in the presence of a high energy event in an attempt to stop the flow of high energy into the device circuitry. Engineers concluded that electrical overstress damage affected some of the internal components in this s-ICD, resulting in the observed charge timeout and long charge time messages as well as the inability to establish telemetry and no production of tones in the presence of a magnet in the laboratory setting. A field safety notice was delivered to physicians in (B)(6) 2020 regarding a subset of emblem s-ICD devices that have the potential to exhibit electrical overstress during delivery of high voltage therapy due to a variation in the header assembly. This device is part of the emblem s-ICD electrical overstress advisory population.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) prior to a scheduled magnetic resonance imaging (MRI), noted the device recorded a charge timeout and long charge time messages. It was reported that the device had delivered shock therapy approximately 5 months ago. Sensing was noted to be flat in primary and small in alternate. An x-ray was taken and showed that the electrode had pulled back. Boston scientific technical services (ts) noted that based on the electrode moving out of position, sensing would be impacted and also noted that the previous delivery of shock therapy may have damaged the device and replacement was recommended. Surgical intervention was undertaken. The s-ICD and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.